Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, air leakage became conspicuous in about a week from the replacement. It was indicated that patient was reintubated.